Event description:
Instrument failure - 45 minute delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The agent reported "opened the box for a pressfit femur sz 8 left, and it had a pressfit left tibia minus 8 in the box (353-03-108 / lot 213w1051). The tibia that was in the femur box was the size tibia we wanted to use, so that was used, and I had to drive back to my office to get a spare femur which resulted in a 45 min delay during the surgery.". This event occurred during surgery, away from the patient. There was forty-five (45) minute delay in surgery, but the surgery was completed as intended. The implant was inspected prior to use and found to be unacceptable. The agent was present when this event occurred and the was able to provide another suitable device. The reported device was not returned to surgical for evaluation, the packaging was returned. Work order (B)(4) for 353-03-108, empowr tibia, 8l, lot 213w1051, began with (B)(4) parts on january 16, 2023. On february 21, 2023, (B)(4) part was scrapped and noted on the traveler, leaving (B)(4). Parts to continue through the manufacturing process. On april 4, 2023, at the label generation operation the operator wrote (B)(4) parts, which was later corrected to (B)(4) parts. On april 4, 2023, 21 labels were printed; an extra label is printed to affix to the DHR as a record. The operator likely created (B)(4) instead of (B)(4) labels due to a miscount in the physical part quantity. The additional label should have been destroyed. The work order was closed on april 13, 2023 with (B)(4) parts as the final count. Work order (B)(4) for 243-01-108, empowr 3d femur, 8l, lot 277w1114, began with (B)(4) parts on may 3, 2023. On may 8, 2023, the label generation operation, (B)(4) labels were printed; an extra label is printed to affix to the DHR as a record. There is no record of an additional label being generated after the label generation operation. The work order was closed on may 17, 2023 with (B)(4) parts as the final count. Reference (B)(4) for further details. The complaint history was reviewed and there were no other complaints reported for the reported failure. Root cause: during the final packaging of 243-01-108, empowr 3d femur, 8l, lot 277w1114, it is likely the 353-03-108, empowr tibia, 8l, lot 213w1051, was placed on the same workspace resulting in line clearance not being maintained and the parts being comingled.